Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas sustained a cracked screen, rendering the device nonfunctional and requiring replacement; the user was counseled that water resistance would be compromised, to back up therapy, to sync data to the mobile app, and to return the damaged unit using the provided shipping label. Symptoms included no reported changes in blood glucose. Outcomes included no alarms, no hospitalization, and continued receipt of cgm data. Investigation included technical support triage, user education on device handling and shutdown, verification of shipping and return logistics, and monitoring of return status. Investigation of this case revealed physical damage to the display assembly consistent with user-reported impact, with functionality in question and no evidence of device-related performance anomalies beyond the cracked screen. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical stress.